Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the numbers were ramping or the scroll bar was moving up or down with no input from the user on the customer's insulin pump. The customer's blood glucose level was 155 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers were noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and reservoir tube window.